Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified axillary vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically at the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.